Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, e1 (event site telephone), g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes,investigation conclusions), h11 corrected fields : h6 (medical device ¿ problem code) esp personnel called the nurse back for additional details, and she stated that the issue had been left unresolved since sunday. Esp personnel then called the number provided to speak with the nurse; however, he was in a meeting at the time. A message was left requesting that he return the call, but no return call was received.

Manufacturer narrative:
The additional initial reporter nmae is customer service supervisor (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User left a voicemail regarding leak in circuit alarm that occured during intra aortic balloon therapy. The esp team called back but the user was in meeting and did not take the call. No harm orinjury reported.